Event description:
This pt offered no complants pre treatment. Five minutes into the treatment he complained of leg and chest pain and became very anxious. His blood pressure was ok. The dr. Was called. The treatment was terminated and the blood not returned to the pt. He was sent to the ER. He returned dthe next day and was placed on a wet pack and ran without any problems. He takes 25 mg po benadryl before every treatment. The physician stated this was a dialyzer reaction. 4th use.